Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at the tip and the fiber tip just blew out at 49,615 joules. Also, it was reported that the fiber tip did not detach. The device was not returned for evaluation.